Event description:
It was reported that the customer experienced an unspecified cartridge issue. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. The customer changed the cartridge to resolve the issue and resumed insulin delivery. Customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.